Event description:
It was reported that device interrogation revealed three recorded vf episodes. The physician suspected that the ventricular lead was oversensing p-waves. The lead was capped and replaced. The patient was in good medical condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.